Event description:
Pharmacist reported a suspicion of rupture diagnosed by MRI and ultrasound. Device was explanted. Affected side is left.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, deformation, brown particles in the surface of the shell and weight to the spec. No observed openings in the device. Cloudy and voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Pharmacist reported a suspicion of rupture diagnosed by MRI and ultrasound. Device was explanted. Affected side is left.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Pharmacist reported a suspicion of rupture diagnosed by MRI and ultrasound. Device was explanted. Affected side is left.